Manufacturer narrative:
(B)(4).product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the end of the post reamer cracked. This issue did not occur during surgery but was noticed a week after when pulling the tray for sterilization.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as visual examination of the returned product identified the tip is cracked but not completely fractured. Other damages found are wear marks, discoloration, faded etching and nicks. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.